Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage.the most distal stent strut row was damaged, struts were lifted and bent back in a proximal direction. The 8th most distal stent strut row was also damaged, struts were misaligned slightly. The undamaged section of the crimped stent outer diameter (od ) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. A review of documentation was performed to ensure that all required in-process and final inspection and testing have been completed and all acceptance criteria are met. There is no evidence that the device failed to meet specification prior to shipping. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-aug-2017. It was reported that crossing difficulties were encountered. The patient was diagnosed with single vessel disease. Vascular access was obtained via the femoral artery. The 85% stenosed, 56mm x 3.00mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified proximal to distal left anterior descending (lad) artery. Following rotablation, pre-dilatation was performed with a quantum maverick balloon catheter. A 3.00 x 38 synergy¿ drug-eluting stent was then advanced but failed to cross the lesion. After several attempts, the device was removed and a 3.00 x 20 synergy¿ drug-eluting stent was advanced; however, it also failed to cross the lesion. Subsequently, the physician tried a smaller size non-bsc stent and it successfully crossed the lesion and was implanted in the distal lad. A second non-bsc stent was then implanted in the proximal lad and the procedure was completed. No patient complications were reported and the patient's status was stable and responding well to medications. However, returned device analysis revealed stent damage.